Manufacturer narrative:
Patient underwent revision surgery to extend the construct. No product has been returned for evaluation. DHR review cannot be completed at this time as product information cannot be confirmed. No further product information received. Unknown factors include: patient activity at the time or prior to the event, patient adjacent segment degeneration as it relates to pain symptoms, the degree of spinal instability, or patient compliance with post-operative care instructions. If healing is delayed, or does not occur, the implant may eventually loosen. Loads on the device produced by load bearing and by the patient's activity level can dictate the longevity of the implant. Root cause or specific failure mode cannot be determined. Labeling review notes: "possible adverse events... Disassembly, bending, and/or breakage of any or all of the components. Loss of fixation...."

Event description:
Patient previously received a transforaminal lumbar interbody fusion (tlif) surgery at l4-s1 with bilateral fixation. Initial surgery date is (B)(6) 2018. Patient reportedly had pain and revision surgery was performed to extend the construct. During the revision surgery, the s1 lock screw was reportedly loose.